Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they have been experiencing palpitations, an irregular heart rhythm, and a heart rate below the set rate of the implantable pulse generator (ipg). The patient has not been seen by a doctor. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.